Manufacturer narrative:
(B)(4). After battery installation, no blank display or audio/beep noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e13/a13 alarm due to full segment display. Device had cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and watchdog anomaly. Customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.